Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports intermittent hearing and painful sensations in the area of the implant. Re-implantation is considered.

Event description:
The user reports intermittent hearing and painful sensations in the area of the implant. In addition the user also reports acoustic perception without wearing the audio processor. The user has been re-implanted

Manufacturer narrative:
Conclusion: according to the information received from the field a technical implant failure seems likely. However during device investigation no defect or damage, which would explain for the reported symptoms, was found. Therefore the root cause remains unknown. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the limited information from the field, a technical failure of the implant seems likely. However to determine a root cause for the suspected failure, an investigation of the explanted device would be necessary. Explantation surgery is considered, but no exact date has been scheduled yet.

Event description:
The user reports intermittent hearing and painful sensations in the area of the implant. Re-implantation is planned in (B)(6) 2022, but no fixed date has been scheduled yet.